Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that all users cannot access the server. A technical support specialist (tss) dialed into the application server, restarted the ad (active directory) service after admin credentials failed, and confirmed no recent upgrades. Then verified the cert bound on 8/5 aligned with issue onset, validated credentials with the site, and confirmed adm2 access worked. Despite successful server login via pyxisadm, ssms denied db access. Es webpage was functional; hsv issues were deprioritized per site. The customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not allowing users to access the server and had an error message of unable to authenticate. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not allowing users to access the server and had an error message of unable to authenticate. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.